Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The keypad assembly was extensively tested but no issue was found. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device would not respond to analyze button presses when attempted. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.